Event description:
It was reported that prior to the implant of a transcatheter valve, a 20mm non-medtronic pre-implant balloon aortic valvuloplasty (bav) was performed in a patient with significant annular calcification extending into the left ventricular outflow tract (lvot). During the attempted implant, an echocardiogram was performed at the point of no return (ponr), which revealed a mild-to-moderate paravalvular leak (pvl) occurred; however, following full release of the valve, the pvl progressed to severe. Intracardiac echocardiography (ice) and transesophageal echocardiography (tee) were subsequently performed, confirming that the severe pvl was due to calcification pressure in the valve annulus. A 23 mm post-implant bav was attempted; however, no change in the pvl was observed. Due to the risk of annular rupture, the procedure was completed without further intervention.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012685667); product type: 0195-heart valves; implant date: na ; explant date: na product ID l-evolutfx-2329 (lot: 0012544079); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.